Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event: estimated. In the absence of a reported part number, the UDI cannot be calculated. Implant date: estimated. The device was not returned for analysis. A review of the lot history record and complaint history of the reported devices could not be conducted because the part and lot numbers were not provided. The reported patient effects of myocardial infarction, occlusion, stenosis and surgical procedure, as listed in the graftmaster rx coronary stent graft system, instructions for use, are known patient effects that may be associated with use of a coronary stent in native coronary arteries. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Article titled, graftmaster covered stent. A report from scaar.

Event description:
It was reported through a research article identifying graftmaster stents that may be related to events of target lesion revascularization (tlr), and tlr requiring coronary artery bypass, re-hospitalization, myocardial infarction, restenosis and side branch occlusion. Details are listed in the attached article, titled graftmaster covered stent. A report from the scaar registry.